Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No low battery alarm or off no power anomaly could be verified and the functional tests could not be performed due to the blank display. The insulin pump had a blank display due to a corroded battery tube and battery cap contacts. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer received a low battery alarm prior to an off no power alarm. His/her blood glucose level was 175 mg/dl. The product will be returned. Nothing further to report.